Event description:
It was reported that during a device changeout procedure, the right ventricular lead exhibited loss of capture in bipolar mode. The lead was reprogrammed to unipolar mode. The lead was deactivated on (B)(6) 2015, a new lead was implanted in the patients right side. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.